Manufacturer narrative:
Analysis of the returned device indicated it was responsive and communicated with lab utilities. Device was able to charge and passed all functional tests on the autotester. No device problem was identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.